Manufacturer narrative:
Should additional information be received then an additional report will be submitted. (B)(4). The carefusion field engineer evaluated the device at the facility. The evaluation did not duplicate the customer complaint during product service manual performance testing and verification on the device. The device was confirmed to be back in service with the customer and operating appropriately.

Event description:
The customer reported during patient use the avea ventilator displayed the "circuit occlusion alarm and the circuit disconnect alarm". The customer stated they could not resolve the alarm conditions. The patient was placed on alternate ventilator no patient harm reported.